Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath/dilator assembly and a lidstock for evaluation. Signs-of-use in the form of dried biological material was observed on the returned sample. Visual examination revealed that the peel-away sheath had split prematurely all the way down the extrusion. The distal tip also appeared slightly deformed; however, the sheath was torn along one of the score line. White marks were observed where the sheath began to tear indicating stress. The other score line and the sheath tabs appeared completely intact and functional. The overall sheath length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away graphic. The peel-away inner diameter (measured from the proximal end) measured .066", which equals the nominal value of .066" per the catheter peel-away extrusion graphic. The dilator could be removed and re-inserted through the peel-away sheath with little to no difficulty. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip". The reported complaint that the sheath tore prematurely was confirmed by complaint investigation. The sheath was returned with a split completely down one of the score lines. White marks were identified on the tear, which indicate stress on the sheath. A device history record review was completed, and a potentially relevant finding was identified. It was concluded that this potentially relevant finding does not contribute to this complaint investigation as the returned peel-away was split along the score line. The peel-away involved with the non-conformance did not tear along the score line. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: catheter dilator defective.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: catheter dilator defective.